Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that "my heart is all swollen, I have pericarditis." The patient further reported would be undergoing testing for possible allergy. Additional information obtained from the cardiology clinic reported that the patient had been hospitalized for possible pericarditis and the device site had no issues. When the patient was later seen in the clinic, inflammation and a rash was observed at the site. The patient was referred for additional testing and the device system remains in use. The patient has further reported having a metallic taste in the mouth, pain over the device site with a rash and "prickly" skin. The patient reported testing positive to multiple metals as well as having "blood spots" under the skin as well as headaches. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the patient and reported having endocarditis. The device system remains in use. No further patient complications have been reported as a result of this event.